Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unspecified issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with an unspecified mentor breast implant and experienced postoperative left-sided breast pain and cutaneous contour deformity. The patient states that she has been experiencing left-sided breast discomfort for about 8 years. The pain was noticeably getting worse in 2020, and the patient had a consultation with a healthcare professional. In addition, the patient felt a lump in her left breast, and MRI was performed. However, the patient was told by a healthcare professional that the left-sided lump was not related to her breast implants. The MRI result was not provided to mentor. The patient states that her doctor performed an unspecified surgical intervention to resolve the issue that the patient was experiencing with her left breast. The details of the surgical intervention were not provided at this time. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2014 based on available information. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis.